Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-21572. Reference MFR report: 1627487-2014-21573. It was reported the physician encountered difficulty inserting the lead into one of the ipg header ports during the pt's (B)(6) permanent implant procedure. The lead indicated high impedances post-operatively. It was reported the lead had two functioning contacts three days post-implant. The physician performed surgical intervention on (B)(6) 2014 to address the issue. The physician observed the lead was not inserted all the way into the header and experienced difficulty yet again attempting to fully insert the lead in the ipg header. The physician successfully inserted the lead into the second port, and diagnostics tested normal. The physician plugged the unused port, and the pt is receiving stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.